Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent hip arthroplasty revision due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metalâ¿¢ acetabular revision shell part # 00700006020 lot # 62312797; cer option type 1 tpr sleve +6 part # 650-1068 lot # 692350; cer bioloxd option hd 36mm part # 650-1057 lot # 118950. Reported event was confirmed through operative notes received confirming the patient was revised due to prosthetic infection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.